Event description:
According to the reporter, during an open umbilical hernia repair procedure, while stapling, the two reload's partially fired and the staples were poorly formed. Some staples also fell into the patient's cavity. A new reload was used to resolve the issue.

Manufacturer narrative:
D10 concomitant products: egia60axt, egia60axt egia60 artic extra thicksulu (lot#n3j2010y); sigphandle, sig power sigphandle handle (sn:unknown); unk-sigadapt, unknown signia egia adapter (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the reload jaws were open. Staple pushers were up proximally to the five centimeter (cm) cut line. Staples were protruding from the four cm cut line. No disengaged components were noted in the returned images. It was reported that the staple line was incomplete and there was poor staple formation. The reported issues were confirmed. The most likely cause could not be established from the information available. It was also reported that a component disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: removed b2. New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open umbilical hernia repair procedure, while stapling, the two reloads fired, the staple line was incomplete, and the staples were poorly formed. Some staples also fell into the patient's cavity and were able to be retrieved one by one with a dissector. A new reload was used to resolve the issue.